Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip came loose and the fiber cap fell off at 157,918 joules. Per the customer, the fiber cap was retrieved. The procedure was completed with a resectoscope.